Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at eri. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at elective replacement defect and/or "occult defect". Device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was at eri (elective replacement indicator) and/or "occult defect" (i.e. A defect that is not known at the time of explant). Device was explanted and replaced. No patient complications have been reported as a result of this event.